Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). According to the complainant, the unit has been cleaned and disinfected according to IFU. The lab report confirming the contamination has been provided. Through follow up communication, livanova (B)(4) learned that the device is placed inside the operation room, the fan positioned away from the operating table with a distance between the surgery field and the device of approximately four meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report, that an heater-cooler systems 3t was found to be contaminated with anaerobic bacteria. There is no known patient involvement.